Event description:
It was reported that patient had his artificial urinary sphincter removed due to unspecified reasons. A new artificial urinary sphincter consisting of a 6.0cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.